Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 trauma fast flow system was not warming as intended. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was powered on and the temperature did not climb past 41 degrees celsius. Visual inspection showed the device had a crack in the fluid return tube which leaked water. There were other damaged internal components. The cause of the damage was not definitely established.